Event description:
It was reported to the manufacturer that an interventional radiology tech reported that they had been having an issue with tube migration in a particular pt, where the distal tip of the tube would migrate up into the small bowel. The pt had been vomiting. Feeding tube had to be replaced by physician. There was no report of serious injury or death as a result of this product. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as pir.

Manufacturer narrative:
The incident device has not been returned for eval. The device history record could not be investigated without a lot number. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided if add' relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.